Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports (same failure/different patients). Other mfg report number: 3013886523-2022-00118. A facility reported a cerelink microsensor (ID 826850) with negative readings (-49). No patient symptoms reported. Sensor was explanted due to negative readings.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation as the product was discarded as per customer, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for this issue reported by the customer could be due to an excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.